Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a stuck guidewire and would afterwards would only deploy to a "cobra" array configuration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When trying to gain access to the left superior pulmonary vein (lspv) resistance was felt while pulling the guidewire back into the catheter. The guidewire was found to be stuck when attempting to replace it. The catheter and guidewire were removed from the patient at the same time, and it was confirmed that the guidewire was stuck. Deployment of the catheter array was tested again, but it would only open to a "cobra" configuration. The catheter and wire were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.